Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the e226 is an error caused by communication failure between the endoscope and processor. It is likely that the e226 error was caused by a communication failure which occurred due to a cable failure resulting in image-noise. However, the specific root cause of the cable failure could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not squeeze, pull, twist, or rub the camera cable strongly. They should not be small and bent (less than or equal to 20cm in diameter.). When bundling the camera cables, wind them so that they do not get twisted. When the top and bottom of the overlapping cable loops are alternately overlapped, the cable is wound without twisting. If the cable is straightened, release the loop slowly without pulling the cable. Doing so may damage device do not pull on the camera cable when removing. Do not grasp or fix the camera cable with forceps. It may cause not only damage to the camera cable but also image abnormality." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were confirmed due to a defective cable. In addition, the device evaluation found corrosion on the scope mount of the camera head. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported, on behalf of the customer, that the 4k camera head displayed scope communication error code e226 and had noise on the entire screen. The issue was found during an inspection requested by the customer; no symptoms were provided by the customer. There was no patient harm or user injury reported.